Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error and no delivery with their insulin pump. The customer's blood glucose level at the time of incident was 154mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
No unexpected motor error alarm or no delivery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test, and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump was received with a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.